Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump has alarmed motor error. The blood glucose reading at the time of the event was 650 mg/dl. Customer stated that low blood glucose occur at night. Customer experienced large ketones and vomiting. Hospital admitted customer to ICU. Nothing further reported.